Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 femoral head sterile product do not resterilize 12/14 taper 61855280, unknown, unknown liner, unknown, unknown, unknown stem, unknown. Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00452.

Event description:
It was reported that the patient underwent a hip arthroplasty revision due to acetabular loosening. During the revision, trunnionosis was noted, and the surgeon believes turnnionosis was a contributing factor for revision. Head and taper were noted to be damaged. Head was replaced. No other information was provided.

Manufacturer narrative:
The follow up report is submitted to relay additional information received: updated: the complaint was confirmed based on the images provided. Only photographs of the head were provided.the device history records cannot be reviewed for deviations and/or anomalies as product information was limited. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.